Event description:
Bayer case number: (B)(4). Essure coil on right side perforated through tube and into broad ligament. [Fallopian tube perforation], endometritis [endometritis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil on right side perforated through tube and into broad ligament.") And endometritis ("endometritis") in a female patient who had essure inserted. Concurrent conditions were listed as menorrhagia, abnormal uterine bleeding and pelvic pain female. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required) and endometritis (seriousness criterion medically important). The patient was treated with surgery (essure coil on right side perforated through tube and into broad ligament.). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered endometritis and fallopian tube perforation to be related to essure administration. The reporter commented: normal appearing uterus and fallopian tubes. Essure coil on right side perforated through tube and into broad ligament. Thickened appearing endometrium. Therefore, the decision was made to perform endometrial curettage as well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnoses: a. Bilateral fallopian tubes: bilateral benign fallopian tubes essure coils. B. Endometrial curettage: fragments of proliferative endometrium with chronic endometritis no evidence of atypical hyperplasia or carcinoma. Specimens: bilateral fallopian tubes with essure coil and endometrial curettage diagnoses: menorrhagia with regular cycle, pelvic pain. Gross description: gray to white essure coil measuring 3 cm in length and 0.1 cm in diameter. Second. Essure coil is slightly adherent to one fallopian tube measuring 11 cm in length and 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure coil on right side perforated through tube and into broad ligament. [Fallopian tube perforation]. Endometritis [endometritis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil on right side perforated through tube and into broad ligament.") And endometritis ("endometritis") in a female patient who had essure inserted. Concurrent conditions were listed as menorrhagia, abnormal uterine bleeding and pelvic pain female. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required) and endometritis (seriousness criterion medically important). The patient was treated with surgery (essure coil on right side perforated through tube and into broad ligament.). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered endometritis and fallopian tube perforation to be related to essure administration. The reporter commented: normal appearing uterus and fallopian tubes. Essure coil on right side perforated through tube and into broad ligament. Thickened appearing endometrium. Therefore, the decision was made to perform endometrial curettage as well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnoses: a. Bilateral fallopian tubes: bilateral benign fallopian tubes essure coils b. Endometrial curettage: fragments of proliferative endometrium with chronic endometritis no evidence of atypical hyperplasia or carcinoma specimens: bilateral fallopian tubes with essure coil and endometrial curettage diagnoses: menorrhagia with regular cycle, pelvic pain gross description: gray to white essure coil measuring 3 cm in length and 0.1 cm in diameter. Second essure coil is slightly adherent to one fallopian tube measuring 11 cm in length and 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.